Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that the customer was hospitalized on (B)(6) 2017 with a blood glucose level of 1,015 mg/dl. The customer experience a heart attack. The customer was wearing the insulin pump at the time of hospitalization. The customer was now bottoming out and needed help. The customer was given 2 scopes of frosting orange juice and a glucagon shot. The ambulance took the customer to the hospital. The customer treated his high blood glucose level with the insulin pump. The time/date were not correct. The end of the infusion set was plastic and they could not push it in. The device was not returned.